Event description:
It was reported during the da vinci surgical procedure, the universal seal broke, and it remained in one piece. It caused an insufflation leak. There was no reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.